Event description:
Customer states that pump appears to be running and sounds like the roller wheel is turning, but it does not dispense formula. Rate and dose provided are 125ml/hr and infinite.

Manufacturer narrative:
Pump was primed and ran at 125ml/hr using water to simulate conditions of incident with user. Pump correctly delivered fluid. Volumetric accuracy test performed and passed within specification ((B)(4)). All alarms have been checked and worked properly. Complaint could not be confirmed.